Event description:
It was reported that this was an attempted closure of multiple unspecified access sites using prostyle devices relative to an ablation procedure, with a 6fr sheath. Two prostyle devices were successfully used. Reportedly, when attempting to close the third access site, the suture of the third prostyle device did not deploy, even though the pushing pressure was enough, and the foot was properly deployed. A fourth prostyle device was attempted; however, the suture had already been separated. Manual arterial compression was applied to achieve hemostasis at the third access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
Subsequent to the initial medwatch report, the following information was received. The prostyle devices were used after the ablation procedure on the left common femoral artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.